Event description:
It was reported that the results with a conventional hearing aid were better than those with the vibrant soundbridge. Therefore, the pt was explanted on (B)(6) 2012. According to the device explantation report, the pt was reimplanted with a cochlear implant due to progressive hearing loss, which lead to intermittent benefit.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report. Note: this device was mfg by symphonix devices inc. Vibrant (B)(4) took over the symphonix assets. As such vibrant (B)(4) feels responsible to f/u on product problems with symphonix produced devices.